Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and hypertension. It was also reported that the implantable pulse generator (ipg) exhibited a "far apart qrs complex and atrial paced event." The implantable pulse generator (ipg) remains in use. It was reported that the right atrial (ra) lead exhibited intermittent undersensing and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.